Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account allegest that during use saline had leaked out of a crack in the stopcock. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually, and functional testing was performed. The complaint was confirmed. No definitive root cause could be determined. A review of the device history record was performed, and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.